Event description:
It was alleged while moving a patient on the stretcher to the ambulance the patient right control end wheel detached from the fork. The crew ceased the transport and called another ambulance to continue the transport on another stretcher. There was no report of injury or adverse effect to the patient. The end user stated the through bolt had loosened itself and came apart resulting in a small amount of damage to the wheel fork. Images of the subject wheel were provided for evaluation. A wheel replacement kit was provided to the end user for repair.